Event description:
Major pump unit(s) involved: device thrombosis;specific component(s) involved: inflow valve, outflow valve.

Event description:
Major pump unit(s) involved: device thrombosis; no flow in inflow cannula on echo. Specific component(s) involved: inflow valve; outflow valve; reduced flow on echo; reduced flow on echo. Causative or contributing factor: no specific contributing cause identified. Intervention(s): intravenous argatroban therapy. Implant device type: lvad; malfunction device type.